Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The tip-up fenestrated grasper instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was observed to have a broken cable. There was no report of patient involvement or patient injury.